Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced difficulty increasing and decreasing their stimulation. Reportedly the programmer freezes when attempting to change settings. Replacing the programmer was unable to resolve the issue. As a result, surgical intervention may be pending.

Manufacturer narrative:
The reported event of ¿patient could not increase her stimulation¿ was not confirmed. The returned ipg passed all functional testing at lab bench and onto the autotester. No root cause was identified for the reported.

Event description:
Follow up revealed that the patient underwent surgical intervention to have their ipg replaced.